Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device is not field serviceable, therefore the customer was provided with a warranty replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device had a blank display. In this state, the user would not know which buttons to press in order to start analyzing the patients heart rhythm. There was no patient use associated with the reported issue.

Manufacturer narrative:
A third party shipping company confirmed that the devices were lost during shipment to the failure analysis center. An investigation was initiated, but the devices were unable to be located. The cause of the reported issue could therefore not be determined.

Event description:
The distributor contacted physio-control to report that their customer's device had a blank display. In this state, the user would not know which buttons to press in order to start analyzing the patients heart rhythm. There was no patient use associated with the reported issue.